Event description:
Additional information was received from the customer that the procedure was postponed 35 minutes, prior to the patient being sedated. There were no reports of patient harm. This supplemental report is being submitted to provide additional information from the customer and the results of the complaint investigation. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and f10. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported would not be likely to cause or contribute to a death or a serious injury if it were to recur. The device was not returned to olympus. The customer's complaint was confirmed based on the remote service inspection conducted by the technical assistance center (tac), however, a conclusive finding cannot be confirmed. Based on the investigation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic colonoscopy under sedation, the digital light source cable in use with a video processor experienced a b30 error. This resulted in a procedural delay of greater than 30 minutes. There were no reports of patient harm. This report is related to (B)(4).